Manufacturer narrative:
Report source: medwatch number is mw5106098. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a variceal ligation procedure performed on (B)(6) 2021. During the procedure, the device "misfired the bands which unable to ligate the varices." There were no reported patient complications as a result of this event. No further information has been obtained regarding the event to date because no contact information was provided. The reported event may suggest that the bands unable to deploy.